Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) a strip that showed a brief episode of electroma genetic interference (emi) on the atrial channel from approximately four years ago. It was also reported that the right atrial (ra) lead was occluded. The ICD was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.